Event description:
A neurologist reported to our consultant that they had vns patient who had high lead impedance and was still seizure free. They made the choice to leave their device on. They were not sure how this happened, but were debating what he was going to do (replace or not). No report of any patient fall or injury prior to their high lead impedance. No surgery is planned at this time. Good faith attempts are underway for further details about the reported event.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.

Event description:
A copy of the physician's programming data was received by the manufacturer, but it did not contain diagnostics for (B)(6) 2013. Additional information received from the nurse at the physician's office revealed that no x-rays were taken and intervention is still not planned. No surgery is planned at this time. The last diagnostics were performed in (B)(6) 2012 at which time they were within normal limits. They were not aware of any patient trauma or injury that may have contributed to the high impedance.

Manufacturer narrative:
The initial report inadvertently did not report the patient's age at the time of finding the high impedance. The initial report inadvertently did not report the date that the high impedance was found. The initial report inadvertently reported the incorrect date of the diagnostic data. Review of device history records performed. Review of lead device history records confirmed all quality tests were passed prior to distribution.